Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they went to the emergency room on (B)(6) 2017 around 4:00pm due to a blood glucose level of over 600 mg/dl. The customer was treated with fluids and manual injection. The customer experienced symptoms such as nausea, vomiting and large ketones related to their high blood glucose. The customer also reported getting a no delivery alarm which was resolved by an infusion set change. Customer completed troubleshooting. The insulin pump/infusion set was not returned for analysis.